Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. When the green charge did not effect the clipping were any staples seen? If so, how did the staples that were deployed appear? (B-formation, irregular, legs straight)? Were staples missing or not visible after being deployed? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? The md&d complaint form indicates an adverse event occurred. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. When available, please provide a lot or batch number for the ec60a device.

Event description:
It was reported that according to the medical report and the technical advisor of the distributor (present in the operating room), at the beginning of the ideo partial gastrectomy procedure, the material stapler (ec60a) began to fail; after being fired, the green charge (ecr60g) did not effect the clipping, just the cut. When the load was changed (replaced by the gold load ecr60d) the equipment (stapler) was locked, and it was not possible to perform the unlocking, nor manually. It was also noticed that the jaws (of anvil and of recharge) were very close. The technical staff was contacted to request instructions, however, no response was received in a timely manner. Surgeon opted for supplier exchange.

Manufacturer narrative:
(B)(4). Batch number: m52d5f. The ec60a device was received for analysis with no apparent damaged and with two cartridges reloads present. The cartridges reloads were received partially fired. The device was tested for functionality in the articulated position with the returned cartridges reloads by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.